Manufacturer narrative:
Patient outcome grid updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention a signal outage occurred. During the incident, the user rebooted the device in an attempt to resolve; however, the unavailable network signal persisted. The ambulance was repositioned with no effect. Approximately 30 minutes into the signal outage, it was observed that the signal was available again. Information obtained through good faith effort indicated no harm or impact occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention a signal outage occurred. User rebooted the device in an attempt to resolve; however the unavailable network signal persisted. The ambulance was repositioned with no effect. After a period of time (30 minutes), it was observed that the signal was available again. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.